Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a left side deflation." Additionally capsular contracture baker grade I was reported. The device was explanted. This record is for the left side.

Event description:
Healthcare professional reported left side deflation. Also reported, capsular contracture baker grade 1. Device has been explanted.

Event description:
Healthcare professional reported, left side deflation. Also reported, capsular contracture, baker grade 1. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on radius, yellow particles inner the device, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified, striated opening on radius and sharp opening on patch bond edge. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: sharp opening on patch bond edge assessed, as an unidentified (tear) opening. Striated opening assessed, as surgical damage.